Event description:
The caller reported that the endotracheal tube developed leaks after intubation. The caller reported that the end user states the cuff had holes in it after intubation. The caller stated the endotracheal tube was pretested with no leak detected. The caller reported that the customer is not sure about the product and has no other info. The caller reported the they did not save any of the product and he knows they were ok during pretest and had been in the patient 12 to 16 hours. The caller stated they re-intubated with no abnormal results on patient. The caller did not know what the holes looked like but knew 2 were on the top and one was on the bottom of the cuff.

Manufacturer narrative:
The lot number is unk. No analysis or conclusion can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. A manufacturing CAPA is already in place to address cuff leaks. The MFR's dfu states under warning/precautions (cuff-related): various bony anatomical structures (e.g., teeth, turbinates) within the intubation routes or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during insertion which would create the need to subject the pt to the trauma of extubation and re-intubation. If the cuff is damaged, the tube should not be used.